Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit (MFR report# 3005099803-2013-10972 ) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-10350) were implanted into the patient on (B)(6) 2010. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted